Event description:
Received additional information. Clinical deleted previous reported event, type iii endoleak between the stent graft observed on CT, from their data base. The updated crf reported that there was no any technical observations or abnormalities observed on the CT done.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted for the endovascular treatment of an 8.0 cm diameter thoracic aortic aneurysm. The diameter of the proximal aortic neck was 32mm and 82mm in length, respectively. It was reported that a type iii separation endoleak between two stent grafts was discovered in the descending thoracic aorta. No intervention was performed. No additional clinical sequelae were reported and the patient is being monitored.